Event description:
The complainant reported that the j-tube enteral feeding device was found to be detached from the device connector approximately two months subsequent to the device being placed in the pt during the therapeutic procedure. The complainant indicated that the detached tube remained in the securi-t portion of the device and did not fall into the pt's stomach. The clinician replaced the device with another enteral feeding device. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.